Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. Duirng procedure closure, after withdrawing the device from the patient, it was noticed that the four claws of the basket fell off. The procedure was completed with this device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0501 captures the reportable event of basket detachment.

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During procedure closure, after withdrawing the device from the patient, it was noticed that the four claws of the basket fell off. The procedure was completed with this device and there were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H6: device code a0501 captures the reportable event of basket detachment. Upon receipt at our quality assurance laboratory, this zero tip basket device underwent a thorough analysis. Visual analysis of the returned device found that the sheath was bent at the distal section, and the basket was not visible, showing evidence of sheath bent/kinked. During functional inspection, the handle was actuated but there was no functionality of opening or closing since it appears that the basket was not present in the device. The device was disassembled and the handle cannula was assembled in the pinch vise. The handle cannula with the pull wire was removed, the pull wire was broken and the rest of the assembly of the notch cannula and the basket was not returned. Also, there was evidence of "system damaged" due to the breakage that was observed on the pull wire. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of basket detachment of device or device component could not be confirmed. Regarding the issue of sheath bent/kinked at the distal section, this could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to bend the sheath. A conclusion code of adverse event related to procedure was assigned to this investigation.